Event description:
Removal of endosseous dental implant. According to the clinician 5 implants were placed during a routine procedure in class iii bone. The clinician reports that the placement of the implant in site #9 penetrated the need cavity. According to the clinician be elected to replace the implant with a shorter implant the following day. The clinician reports that the pt is doing well.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.